Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient forgot to remove the cap off of the drain line extension set during peritoneal dialysis. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides instructions to remove the tip protector from both ends of the drain line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the system and it is bothering the patient. The patient was into dwell four of six and they forgot to remove cap off the drain line that goes the restroom. The care giver stated that he elected to do manual therapy to drain the patient. The technical service representative assisted the care giver in ending therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.